Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new inflatable penile prosthesis consisting of 15cm x 12mm cylinders, pump with 100ml reservoir was implanted.